Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's daughter reported customer received a blank screen on their freestyle lite meter. Customer's daughter reported customer experienced symptoms of hypoglycemia and lose of consciousness and attempted to drink juice to counteract her symptoms. Paramedics were called and they treated customer with "sugar water". Customer was then transported to a health care facility where she was being diagnosed with severe hypoglycemia and treated with "sugar water" and insulin. There was no report of death, serious injury or mistreatment associated with this event.